Event description:
The event is reported as: the unit will not power on. No report of pt injury or safety issues related to a pt.

Manufacturer narrative:
Product usage when alleged defect was encountered is unk. The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on 08/04/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.